Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, upon removing the device from the hoop, the stent got lifted. The device was replaced with another 2.25x16mm synergy¿ stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal stent rows 1 to 4 were damaged and the stent struts were lifted and in a distal direction. The maximum crimped stent profile measurement at the time of manufacture was reviewed. This measurement is within specification as per document . Stent damage most likely occurred due to handling of the device during preparation. The tip was visually and microscopically examined and no damage was noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, upon removing the device from the hoop, the stent got lifted. The device was replaced with another 2.25x16mm synergy¿ stent and the procedure was completed. No patient complications were reported and the patient's status was stable.